Event description:
It was reported that the implanted devices disassembled in situ. The surgeon could not determine which device initiated the disassembly. The revision surgery was performed approx 3 weeks post op to replace the devices.

Manufacturer narrative:
Device was not returned to MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.